Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test, and occlusion test or verify unexpected restart alarm due to motor error alarm. Insulin pump was received with normal operating current. Insulin pump passed self-test. Insulin pump passed off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, missing end cap sticker, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart when he changed his battery. Customer's blood glucose level was not reported. In the alarm history external error and unexpected restart alarms were found. The unexpected restart alarm was recurring during normal insulin pump use. The customer was advised that the device would be replaced and agreed to return the product for analysis.